Manufacturer narrative:
Based on the current information provided, the cause of the operative complication(s) cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure since there is insufficient or unconfirmed product/event information. The event date, procedure name, surgeon name, and site name are unknown. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after an unspecified da vinci-assisted surgical procedure, the patient underwent an unspecified subsequent procedure. The cause of the operative complication(s) is unknown. The reason as to why the patient had to undergo a subsequent unspecified surgical procedure is also unknown.

Event description:
It was via a social media post that after an unspecified da vinci-assisted surgical procedure, the patient underwent a subsequent unspecified procedure. The customer indicated, ¿I had surgery with the di vinci stupidly fell for them telling me it was better, 2 months later had to have another surgery as they missed so much. There¿s a great instagram page which explains why I¿ll try find the post and send it to you.¿ intuitive surgical, inc. (Isi) has attempted to contact the social media user to obtain additional information regarding the reported event. As of the date of this report, isi has not received a response.